Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 7f sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, there was resistance advancing the proglide device into the vessel. The proglide was removed, re-flushed, and advanced into the vessel again. While re-advancing the proglide into the vessel, it became stuck once the proximal guide portion had entered the anatomy. A surgeon was called in to perform an open cut down surgery to remove the proglide device. Another proglide device was opened so that the surgeon could visualize what a complete intact proglide device looked like. During the cutdown surgery, it was discovered that the common femoral artery appeared to be constricting the sheath of the proglide and they found that the distal guide/sheath appeared to be "dangling" (separated, but not into two pieces) from the proximal guide. The device was held together by the actuator wire. Forceps were used to clip the sheath and remove the proglide device. There was no injury to the vessel. There was no adverse patient sequela. As cut down surgery needed to be performed to retrieve the proglide device, there was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Nah2: MDR follow-up #1 was filed with h2 correction checked. The correction was not explained but consisted of: d6a and d6b- dates of implant and explant were removed. The device was not implanted.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty advancing the device and device entrapment could not be replicated in a testing environment as they resulted from procedure circumstance. The reported guide break was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty advancing the device appears to be related to manipulation during insertion due to patient femoral vessel/anatomy variables contributed to the reported guide break. This subsequently compromised the foot functionality and subsequently contributed to the reported device entrapment. The treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.